Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
New information received states that the lead should have been reported. The lead was explanted, and a new lead was implanted. There were no complications during the procedure. Patient was stable. It is unknown which serial # of the lead was explanted, therefore both leads are being reported.

Manufacturer narrative:
Correction: upon review, the kit implantable slim tip lead, 50cm should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 1627487-2021-00527. It was reported that high impedance issue was observed on the lead and upon x-ray observation lead fracture issue was confirmed. It is unknown which lead has the issue therefore both leads are being reported. A surgical intervention is anticipated in the near future. No additional information is available at this time.